Event description:
Patient was revised to address thigh pain with clicking. (B)(6) 2012 - litigation papers received. In addition to pain and clicking, litigation also alleges elevated levels of cobalt chromium. Date of implantation was also provided.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update: (B)(6) 2012 - litigation papers received. The devices associated with this report were not returned. A search of the complaint database was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2013 - pfs and medical records received from legal. Part/lot was provided. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.